Event description:
(B)(4). Two weeks post op I started having really bad stomach cramps that wrapped around to my lower back, I immediately went to my dr that placed my device and after an ultrasound he only told me that everything looked normal and it should stop in a couple of days or a week or two at the most. I was sent home with no way to control the pain, otc medications didn't help at all, and try to return back to work and go on about my normal activities with the hope the stomach and back pains would eventually stop, after two weeks of non stop pain and the pain slowly increasing each day I had enough and rushed to the ER in terrible pain. I had to leave work early on several occasions which ultimately lead to me being fired for days missed and only being able to work half days. At the ER they had no idea what the procedure was or how it was done and just looked at me like they had no clue what I was talking about, even though the device was placed in their hospital by an obgyn they are partners with. I was sent home with a wrong diagnoses after waiting for several hours. They said I was only constipated and gave me instructions on what to do about I., that was a month ago and the pain is still persistent everyday, some days forcing me to stay in the bed even though I have I two young boys who need me to be able to move and stand up constantly everyday. I finally made an appointment with the dr only to find out that my insurance would not cover post follow up visits even if the device is causing problems so I had to pay out of pocket for my visit only to not even be examined by the dr. He told me that he sees no reason for me to have these pains for this long since his ultrasound 2 months ago showed that the devices "looked" like they were in the right place and it was "highly unlikely" that they could have moved since then. Since I have had these devices placed I have had nothing but pain everyday, I was diagnosed with migraines 2 years ago and put on medication to control them but since this device along with the back pains I am back to having terrible migraines at least once a week with headaches daily. My medication is no longer working and my whole life has been turned upside down since placing these devices and now that I have lost my job I also lost my insurance which has put me in a bad situation where I can't even go to find out what's wrong or to do my confirmation test because I can't afford to pay to have either done.